Manufacturer narrative:
No product will be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
The customer's mother called to report that her daughter was having various issues with multiple pods, resulting in high bg's (500mg/dl). Corrective boluses were administered, but her bg levels remained high. The customer was taken to thr ER, as her mother felt uncomfortable with continuing to use the pods. None of the suspect pods were saved, therefore, no product will be returned for evaluation.